Manufacturer narrative:
(B)(4). The patient not being connected at the time that the therapy was initiated is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The alarm occurred after use. During troubleshooting, it was discovered that the patient pressed go before connecting and then connected. The patient cleared the alarm by turning the homechoice off. The patient restarted therapy using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.